Manufacturer narrative:
After further review of the reported complaint issue, we have reclassified the event as non-reportable. Should relevant or additional information become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported the battery is not charging at proper rate. No negative impact in state of health reported.